Event description:
It was reported that during the implant attempt, the right ventricular (rv) lead failed to convert the induced ventricular fibrillation (vf) during intraoperative defibrillation threshold testing. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).